Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While doing an abdominal stitch on soft tissue the needle broke into multiple pieces. The pieces of the needle were retrieved. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.